Manufacturer narrative:
F/u report will be filed if add'l info becomes available. Add'l info from the user facility report: 6/24/2010, arrow, multi-lumen cvc kit,

Event description:
It was reported per medwatch report that procedure was being performed on pt in intensive care unit (ICU) with attempted insertion of triple lumen catheter at bedside; physician encountered difficulty with removal of spring wire guide (swg). Physician reported swg became snagged on pt's inferior vena cava (ivc) filter and began unwinding. The procedure was stopped and the pt was transported to interventional radiology for removal of swg under fluoroscopic guidance. The swg was retrieved successfully; pt tolerated procedure well and was transferred back to ICU. Add'l info received by the risk mgr on 6/30/10, stated after the retrieval of the swg a peripherally inserted central catheter (PICC) was placed for the pt successfully. There was a few minutes delay in treatment, no pt death and no pt complications reported.